Event description:
The complainant reported an 85 year old female patient presenting for high risk percutaneous coronary intervention for impella support. A retroperitoneal bleed had formed after removing the 14 fr introducer and advancing the impella's repositioning sheath. The patient required 8 units of blood products and the impella was removed and replaced.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.